Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the mini vision stent delivery system (sds) was unable to cross the lesion and the stent dislodged from the balloon in the coronary. The stent was snared out of the coronary and poba was done during the same interventional procedure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.